Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. There are no apparent clinical causes for this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during a software upgrade for a controller, it was noted to have failed a step. The controller had the readability of the display was reduced. The controller was exchanged from hospital stock with no reported consequences or impact to the patient. No additional information provided.

Manufacturer narrative:
Controller con180379 was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed visual inspection and functional testing. External visual evaluation revealed a scratched liquid crystal display (lcd) window panel, most likely due to wear over time. Additionally, a white substance was observed within the display. Upon an internal inspection of the controller, the internal nickel-metal hydride (nimh) battery was found leaking. Functional testing revealed that the "no power" alarm failed to sound, most likely due to the leaky nimh battery finding. External visual inspection also noted that the serial data port cap was missing. The failure of the "no power" alarm and missing serial data port cap are findings not related to the reported event. The most likely root cause of the missing serial data port cap can be attributed to a mishandling of the unit. This controller was manufactured march 2012 and was not smr upgraded. The most likely root cause of the reduced readability of the display can be attributed to a combination of wear over time and a leaky internal nimh battery, causing the leaked substance to migrate to the display. Heartware has opened an internal investigation to evaluate leaky/faulty nimh batteries heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.